Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was alarming, "air in line," and troubleshooting was performed but was unsuccessful. Per reporter, the reservoir volume was 79.8 ml, and the event log was reviewed to confirm that the reservoir volume was not reset. Reporter confirmed that the continuous rate was 14.07 ml/hour, length of 46-hours infusion and volume to be infused was 647 ml. Reporter stated the medication reservoir appeared completely dry. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.